Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on the next day after placement, the foley catheter fell out due to balloon rupture. On (B)(6) 2021, the catheter was placed during the breast surgery. In the midnight of the next day, the catheter fell out of the patient with no water inside the balloon when moving to the toilet in a wheelchair.

Event description:
It was reported that on the next day after placement, the foley catheter fell out due to balloon rupture. On (B)(6), 2021, the catheter was placed during the breast surgery. In the midnight of the next day, the catheter fell out of the patient with no water inside the balloon when moving to the toilet in a wheelchair.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temp sensing silicone foley. Visual inspection of the sample noted 1 three-way foley temp sensing catheter inflated balloon with 5.5 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and allowed to rest with no observed leaks on the return sample. No missing pieces. With the syringe attached the balloon deflated in 1 min 13.60 sec passively with no issues. The reported failure could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected